Event description:
This lead perforated the heart which led to blood in the pericardial sack. This lead was repositioned, the date of this surgery was not provided. At a later date, this lead became dislodged and the physician decided to replace this lead rather than repositioning it again. This device was retained by the hospital. Should additional information become available, this file will be updated.